Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: 9734477r, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the computer needs to be replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that system is not booting. There is no signal pop up on display. There is no patient present at the time of event. Additional information received on (B)(6) 2019: computer replaced and now system is booting properly also install all the software and check with all instruments now its working fine.